Event description:
It was reported that the customer had an unspecified cartridge issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.